Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a routine battery replacement procedure, the pt's device showed impedances of < 250 ohms. The procedure was completed and the health care provider chose not to revise the lead because the pt was receiving adequate stimulation. No further interventions were planned.